Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that sheath 1 (tw: (B)(4)) was prepped as recommended, inserted into left atrium with no issue after removal of wire/dilator it was noted that the sheath was leaking and sucking air. Sheth 2 (tw: (B)(4)) was prepped as recommended, inserted to left atrium and dilator/wire was removed with no air aspirated. When farawave was inserted into sheath until just past handle. Stop cock off to patient and flush line hooked into fd. Syringe attached and stop cock turned off to flush and 20cc blood pulled back. Stop cock turned off to patient and small bubbles immediately noted in clear flush port line. After repeating it for 3-4 times new sheath was asked by physician. Sheath 3 (tw: (B)(4)) prepped in usual fashion with no issues noted. Inserted over the wire into the left atrium. Dilator/wire removed and air/blood aspirated. No issues noted. Farawave inserted into sheath until just past handle. Stop cock off to patient. Syringe attached and stop cock turned off to air and 20cc blood pulled back. Stop cock turned off to patient and small bubbles immediately noted in clear flush port line. Another syringe attached and another 20cc of blood pulled with same result. Physician requested 1 more sheath or he was going to abort case. 4th sheath performed properly, and case was completed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that sheath 1 (tw: (B)(4)) was prepped as recommended, inserted into left atrium with no issue after removal of wire/dilator it was noted that the sheath was leaking and sucking air. Sheth 2 (tw: (B)(4)) was prepped as recommended, inserted to left atrium and dilator/wire was removed with no air aspirated. When farawave was inserted into sheath until just past handle. Stop cock off to patient and flush line hooked into fd. Syringe attached and stop cock turned off to flush and 20cc blood pulled back. Stop cock turned off to patient and small bubbles immediately noted in clear flush port line. After repeating it for 3-4 times new sheath was asked by physician. Sheath 3 (tw: (B)(4)) prepped in usual fashion with no issues noted. Inserted over the wire into the left atrium. Dilator/wire removed and air/blood aspirated. No issues noted. Farawave inserted into sheath until just past handle. Stop cock off to patient. Syringe attached and stop cock turned off to air and 20cc blood pulled back. Stop cock turned off to patient and small bubbles immediately noted in clear flush port line. Another syringe attached and another 20cc of blood pulled with same result. Physician requested 1 more sheath or he was going to abort case. 4th sheath performed properly, and case was completed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.